Manufacturer narrative:
The user facility was outside of the united states. No medwatch report was received. The instrument manufacturing history records were reviewed and confirmed the instrument was manufactured in line with biomet requirements with no anomalies identified. Evaluation on this instrument formed part of a recent hhe on this issue. The summary and conclusion of (B)(4) indicated: there have been no reports of failures while using the instrument to perform its intended function. Design validation testing data supports the requirement that the instrument will withstand the load required for it to perform its intended function of inserting a locking bar. Testing performed has determined that failure of the handles can occur when the instrument is not used as intended. It is concluded that this instrument was improperly used causing the breakage of the handle. This item was the subject of a serious injury malfunction on (B)(6) 2013 so this is being reported as part of the FDA 2-yr. Malfunction rule. No serious injury occurred during this instrument breakage event.

Event description:
During surgery on (B)(6) 2014, the surgeon was attempting to lock the insert into the tibial tray and the locking bar inserter handle snapped. No patient injury or delay in surgery were reported. This item was the subject of a serious injury malfunction on (B)(6) 2013 so this is being reported as part of the FDA 2-yr. Malfunction rule.